Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a touchscreen error. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then re-plugged the power cable and performed a startup test but the issue persisted. The fse then performed a calibration of the touchscreen and confirmed the issue was resolved. The fse performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had a touchscreen error. Onsite service is pending.